Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg. As such, the ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, effective stimulation was established post operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.